Event description:
The duett sealing device was deployed following a diagnostic catheterization procedure (via a 6f sheath inserted in the right common femoral artery). The pt was not receiving any anticoagulants or anti-platelet medications according to the report submitted. Duett deployment was performed without difficulties and the pt sealed without a hematoma or ecchymosis. In 2000 a hematoma was observed and a sonogram of the access site revealed a pseudoaneurysm. The pt is scheduled for open heart surgery in 2000, at which time the pseudoaneurysm will be surgically repaired.